Event description:
It was reported when using the bd vacutainer® sst¿ ii advance, the tube pushed off the collection needle device. This occurred on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with corrected information: b5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance, the tube pushed off the collection needle device. This occurred on an unspecified number of devices. There were no health consequences or impacts reported. The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-apr-2025. Investigation summary: bd received 10 samples, 3 videos, and 7 photos for investigation. The videos and photos were evaluated and tube push off was not observed. The 10 returned samples along with 10 retention samples from bd inventory were functionally tested and none of the tubes pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there the tube pushed off the collection needle device. This occurred on an unspecified number of devices. There were no health consequences or impacts reported.